Event description:
The customer contacted physio-control to report that their device advised no shock on a shock-able rhythm. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control evaluated the device and could not verify or duplicate the reported issue. The cause could not be determined. The device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not yet evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device advised no shock on a shock-able rhythm. This issue is patient related; however there was no adverse patient outcome reported.